Event description:
It was reported that an altitude alarm occurred. The customer experienced an elevated blood glucose (bg) level of 528 mg/dl. Customer administered a correction injection to address the bg. The alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.